Event description:
A consumer reported that she charged the product for 5 seconds and suddenly the canister exploded and started to burn. The consumer's hand and arm were burned from the fire.

Manufacturer narrative:
The implicated product has been requested for evaluation. The lot number of the implicated product has not been provided. If the lot number becomes available, a manufacturing investigation will be initiated. A subsequent report will be submitted if the lot number and/or implicated product becomes available.